Event description:
It was reported that a small volume folfusor had a leak from an unknown location. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 09, 2014 ¿ september 10, 2014. The sample was received for evaluation. Visual inspection was performed and noted fluid in the package that contained the unit. The device was removed from the package, and it was found that the leak was due to an untightened blue winged luer cap. The device was refilled with colored water, its luer cap was hand tightened, and the device was observed for leakage until the following day. No signs of a leak were observed from the luer cap during this test. Leakage due to a non conforming product was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.